Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, after the lead was placed in the right ventricle apex, high capture threshold was noted. The physician repositioned the lead in the right ventricle, and the issue was resolved. However, after the rv lead was connected to the device, low, out of range, pacing lead impedance was observed. The lead was then disconnected from the device and was tested by pacing system analyzer (psa). The lead exhibited loss of sensing. The lead was then removed and replaced. The patient was stable throughout the event.